Manufacturer narrative:
H3, h6: the complaint sample has not returned for evaluation. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A follow-up information was provided by health care professional on behalf of consumer reported that damaged lens might have caused injury to cornea and experience of pain and discomfort. The consumer visited optician who asked to remove the lens and visited ophthalmologist who confirmed cornea injury in the left eye. Consumer also described the event as if there were needles in the eye. Upon follow-up visit to ophthalmologist, consumer was diagnosed with left-eye abscess. At first, consumer was prescribed with one drop of picloxydine dihydrochloride three times a day for five days, one drop of 1% azithromycin eye drops during morning and evening for three days, tobramycin eye ointment as one application in morning and evening for ten days. Upon next follow-up visit, a second prescription was provided and was prescribed with one gram tablet of amoxicillin and clavulanic acid for morning and evening for ten days, two tablets of valacyclovir for morning, afternoon and evening for seven days, one drops of 0.3% ciprofloxacin for six times a day for ten days and one drop of rifamycin six times a day for ten days. Ophthalmologist also instructed consumer to continue previous prescribed tobramycin and picloxydine dihydrochloride. A follow-up prescription was issued adjusting patient¿s treatment plan for left eye. Ophthalmologist renewed part of previous therapy with one drop of ciprofloxacin for four times daily for ten days, one drop of rifamycin for four times daily for ten days and was instructed to continue both tobramycin and picloxydine dihydrochloride, additionally a lubricating agent one drop of carbomer 974 p single dose units as three to four times a day for ten and additionally as needed in case of discomfort, or before any prolonged visual fixation. The current status of consumer`s eye is symptoms resolved. Additional information has been requested but is not available at the time of this report.

Manufacturer narrative:
Additional information updated- b5, h6. D9, h.3., h.6.: the complaint product was returned for evaluation and was found to meet manufacturing specifications. The manufacturing review did not indicate that this complaint was due to the manufacturing process. The root cause could not be determined. The manufacturer internal reference number is: (B)(4).

Event description:
Upon follow up, the healthcare professional provided medical records indicating acute ocular pain associated with pronounced photophobia, excessive tearing, significant redness and noticeable decrease in visual acuity. Clinical evaluation resulted in a diagnosis of a corneal ulcer in the left eye. A peripheral corneal ulcer larger than 2 mm with irregular borders was identified. There was no significant diffuse infiltration, and the observed infiltrate did not exhibit features consistent with microbial keratitis. The lens wear history of consumer was unknown, and no additional diagnostic examinations were performed. Doctor advised temporary discontinuation of contact lens use and initiated basic medical treatment. The patient may resume lens wear later, with a preference for daily disposable lenses. Clinical progression was favorable, with complete resolution of symptoms and no reported sequelae. No additional information to be received at this point of time.